Event description:
It was initially reported that the patient using a cleo 90 infusion set experienced separation at the infusion site, with a subsequent increase in blood glucose levels. The patient replaced the infusion site and administered a bolus. Upon removal of the adhesive, insulin pooling was observed at the site. There was patient involvement with no injury reported. During investigation of the returned device, the cannula was found to be bent and separation was confirmed.

Manufacturer narrative:
One used device was returned for evaluation. The device history records were reviewed, and no nonconformities relevant to the reported issue were identified. The returned infusion site was visually inspected, and with the cannula observed to be bent. The reported complaint was confirmed. The probable cause was identified as an adhesive-related issue.